Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "during a patient transfer, an alaris pump (biomed # c550875 - 4 channels) with critical infusions (caripul and vasopressin) bumped into something, causing the screen and channels to turn off. Restarting the pump took 30 seconds to 1 minute, during which the patient experienced significant hemodynamic changes due to the short half-life of caripul. The patient became flushed, short of breath, and their blood pressure dropped to a map of 55. After the infusion restarted, the patient was bradycardic at 40 bpm for 2-3 minutes, likely due to a caripul bolus. A code blue was called but quickly cancelled once the patient¿s bp normalized, and they remained conscious throughout." Bd received additional information. It was reported that the facility's biomedical engineer performed internal investigation and determined the following: "a review of event logs revealed that one lvp c550094 (large volume pump) had disconnected. This may have occurred due to an impact, as described in the incident report." "The event logs indicated that when lvp c550094 was disconnected, the other three lvps were reassigned labels. However, they continued infusing without interruption. Thus, only lvp c550094 would have stopped infusing." "Testing by biomed showed that disconnecting an infusing channel triggers an error message on the pcu but does not affect the remaining infusing channels, which continue as expected." "There was no indication in the logs of a power loss or shutdown of the pcu; however, it was noted that the pcu was unplugged from ac power between 3:20 pm and 7:00 pm." "The iui connectors were inspected, which passed the functional test. The pcu also passed the electrical safety test." "Biomed was unable to replicate the incident and concluded the disconnection likely resulted from improper latching of the lvp."

Event description:
A report was received from health canada's canada vigilance program which states, "during a patient transfer, an alaris pump (biomed # c550875 - 4 channels) with critical infusions (caripul and vasopressin) bumped into something, causing the screen and channels to turn off. Restarting the pump took 30 seconds to 1 minute, during which the patient experienced significant hemodynamic changes due to the short half-life of caripul. The patient became flushed, short of breath, and their blood pressure dropped to a map of 55. After the infusion restarted, the patient was bradycardic at 40 bpm for 2-3 minutes, likely due to a caripul bolus. A code blue was called but quickly cancelled once the patient¿s bp normalized, and they remained conscious throughout." Bd received additional information. It was reported that the facility's biomedical engineer performed internal investigation and determined the following: "a review of event logs revealed that one lvp c550094 (large volume pump) had disconnected. This may have occurred due to an impact, as described in the incident report." "The event logs indicated that when lvp c550094 was disconnected, the other three lvps were reassigned labels. However, they continued infusing without interruption. Thus, only lvp c550094 would have stopped infusing." "Testing by biomed showed that disconnecting an infusing channel triggers an error message on the pcu but does not affect the remaining infusing channels, which continue as expected." "There was no indication in the logs of a power loss or shutdown of the pcu; however, it was noted that the pcu was unplugged from ac power between 3:20 pm and 7:00 pm." "The iui connectors were inspected, which passed the functional test. The pcu also passed the electrical safety test." "Biomed was unable to replicate the incident and concluded the disconnection likely resulted from improper latching of the lvp."

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.